Manufacturer narrative:
Correction: b5.

Event description:
It was reported that the patient presented with under-sensing and a pacing impedance problem exhibited by the right atrial lead. No further information was available.

Event description:
It was reported that the patient presented with under-sensing and a pacing impedance problem exhibited by the right ventricular lead. No further information was available.

Manufacturer narrative:
Medwatch voluntary MDR report #: mw5119410